Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4 - expiration date, g1, h2, h6, h11. Corrected fields: d4 - lot #, d4 - serial #, d4 unique device identifier (UDI) #1, d6a - implant date, d6b, d7a, d10, h5. This supplemental report is being submitted to provide the results of the device's final investigation. The device was not returned to olympus for inspection; however, a picture was provided by the customer, and the reported failure was confirmed. The photo shows the expiration date of august 2012. The most probable cause of the complaint is partially or wholly due to the user of the device, including sample handling. The labeling review was conducted. The device was not used in accordance with the instructions for use (IFU), pn0017494_ad, as it was used after the labeled expiration date. The IFU has: - page 1, "how supplied: gyrus ent¿s ventilation tubes are provided sterile." - label symbols: ¿use by ¿¿ (expiration date symbol). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported an expired ventilation tube was inserted into the patient's ear. The reported issue occurred during a therapeutic myringotomy procedure. There were no reports of patient harm.